Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that caused the insulin pump to go into threshold suspend. The customer¿s blood glucose was 113 mg/dl and the sensor glucose was 76 at the time of the incident. The customer had another event where the insulin pump suspended due to a sensor reading of 55. The customer also reported receiving calibration error and change sensor alerts. Blood glucose at the time of the alert was 148 mg/dl and sensor was reading 114. The customer was instructed to remove the sensor and was advised about the proper insertion and calibration techniques. The sensor will be returned for analysis.